Event description:
Rptr states doing back to back blood glucose testing, 1 after the other, using different finger sticks and strips. Rptr's results were 68 and 221mg/dl. Rptr did not have any symptoms. The rptr states doing a control solution test with a result that was in range, but did not give test numbers. Rptr states having difficulty in getting a blood sample. No harm was alleged.